Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Transesophageal echocardiography (tee) and 4d intracardiac echo (ice) used during the procedure. Ice imaging was used for transseptal puncture (tsp). The ice probe was advanced across the septum after successful transseptal access via the versacross connect (vcc) system for watchman. A pigtail catheter was advanced over the vcc rf wire and placed in the la appendage where a contrast injection was performed in the rao (right anterior oblique) caudal projection. Ice was utilized for successful placement of the 35mm closure device after one partial recapture and repositioning at the laa ostium. A tug test was performed, and post measurements were taken showing a compression range of 25-28% with no leaks shown on ice imaging. A contrast injection was performed showing no device leak. Position, anchor, size and seal (pass) criteria was reviewed, and the closure device was released. During post procedure imaging with 4d ice, a sizable left side pericardial effusion was noted by the physician. The physician performed a pericardiocentesis to treat the effusion and the patient was admitted to the hospital. The cause of the effusion was not known.